Event description:
It was reported in a shoulder clinical study that approximately 9 months after an initial left total replacement surgery, the patient experienced a sharp pain. Subsequently, the patient was diagnosed with a subscapularis tear. As a result, the patient required a rotator cuff repair. The patient's outcome was reported as resolved. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b5, h6 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-10-15 - equi replicator plate 1.5mm o/s: (B)(6) 300-30-10 - equie preserve stem 10mm: (B)(6) 310-01-50 - equi, humeral head short, 50mm (beta): (B)(6) 314-13-15 - equi cage glenoid extra large, beta: (B)(6) 300-20-02 - equi square torque define screw drive kit: (B)(6). 315-35-00 - glnd kwire: (B)(6) 531-78-20 - shouldr gps hex pins kit: (B)(6). (B)(6) - gps implant kit v2: 02031018185. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately nine (9) months after an initial left total shoulder arthroplasty. The patient experienced a sharp pain. Subsequently, the patient was diagnosed with a subscapularis tear. No surgical or medical interventions were reported. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The reason for the shoulder pain reported in is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.